Event description:
The customer reported the system's motor will not turn c-arm. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare.